Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-05634, reference MFR. Report#: 1627487-2015-05635, reference MFR. Report#: 1627487-2015-05636.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The following leads being reported were for off-label use. Device 1 of 4: reference MFR. Report#: 1627487-2015-05634; reference MFR. Report#: 1627487-2015-05635; reference MFR. Report#: 1627487-2015-05636. It was reported the patient lost needed therapy due to all of her leads migrating. It was also reported high impedance was found on one of the leads. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue. All leads will be coded for "high impedance" due to it being unknown which device was liable.